Event description:
It was reported that the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "high". Caller administered a bolus via the pump to correct the apparent high bg, however, as the sensor was providing inaccurate readings, approximately 30 minutes after the bolus, the pump displayed a value of 80 mg/dl with a downward arrow, which led to convulsions and loss of consciousness. Customer required assistance from an ambulance, which transported him to the hospital where he was given intravenous fluids of saline and insulin and a physiological solution, and consciousness was regained. Customer was released from the hospital the next day with the issue resolved and no permanent damage to the customer. System check with technical support confirmed the pump was functioning as intended.